Manufacturer narrative:
The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphedema.

Event description:
Patient reported "brain fog" (not device related). Patient additionally reported "breast implant illness (not device related) and lymphedema in the arm, pain on the shoulder neck, fatigue (not device related), brain fog and no sleep" (both not device related). This record is for the left side. The device remains implanted.